Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet cartridge was leaking following a supply change. The device displayed an alert indicating only 3 units were available in the cartridge. The highest recorded blood glucose (bg) during the event was 400 mg/dl. After review, the supply change process was found to have been performed incorrectly. A complete supply change was performed, insulin delivery was resumed, and bg returned to range. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.